Event description:
After pippetting an hbsag plate on summit the technician noticed that low sample/low reagent was delivered to well a5 and a6 of the microwell plate. No error was generated by the summit. No death or serious injury was asssociated with the incident.